Event description:
It was reported that one day post implant, the lead dislodged. After multiple attempts to reposition the lead and having the guidewire get stuck, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead coil was damaged at 84.5 cm from the connector pin. The insulation was damaged in the same area by the guidewire.